Event description:
The customer received repeated alarm. Assisted with reprogramming as required. Few days later, the customer called back and was hospitalized for high bgs and dka. Troubleshooting was performed. Verified settings on the pump. The device passed the lead screw test.